Event description:
Add'l info received 5/19/2005 noted pt had been treated with systemic steroids; outcome reported as good.

Event description:
Comeal burn occurred when handpiece was introduced to initiant phaco. Patient's eye was bandaged for four days. Burn lasted one week. Outcome reported as poor.